Event description:
It was reported that oversensing due to noise was observed on the lead. Upon x-ray evaluation, a lead fracture was noted. The patient is pending medical consultation and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.